Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the outer sheath was retracted 208 mm proximal to the tip and the stent had been deployed and was not returned. No issues were noted with the stent holder or inner lumen that would have contributed to the complaint reported. As the outer sheath had been retracted 208mm proximal to the tip, the deployment threshold had been exceeded and this would allow the stent to fully deploy. It can therefore not be determined that the stent prematurely deployed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable root cause classification of this investigation is handling damage. This root cause is assigned as the event occurred during preparation of the device and the deployment threshold had been exceeded which would allow full deployment of the stent.

Event description:
It was reported to boston scientific corporation that a wallstent endoprosthesis endoscopic biliary device was used during a procedure performed on (B)(6), 2010. According to the complainant, during preparation, spontaneous deployment of the prosthesis occurred outside the patient. No damage to the device was observed prior to event. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallstent endoprosthesis endoscopic biliary device was used during a procedure performed on (B)(6), 2010. According to the complainant, during preparation, spontaneous deployment of the prosthesis occurred outside the patient. No damage to the device was observed prior to event. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.